Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias. It was reported that after implant, the patient experienced pain, recurrence, mesh migration and bulging in the right inguinal region. Post-operative patient treatment included dissection of spermatic cord and revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias. It was reported that after implant, the patient experienced pain, recurrence and mesh migration. Post-operative patient treatment included dissection of spermatic cord and revision surgery.